Event description:
Had the essure procedure done (B)(6) 2016 and ever since that procedure, I've had non-stop constant excruciating pain in my pelvic and lower abdomen along with occasional fevers for no reason.